Event description:
A report was received that the patient underwent a pocket revision wherein the physician moved the battery to a new location to make it comfortable for the patient. The patient was reportedly doing well after the procedure.